Event description:
According to the reporter, a study was recorded however the account required assistance downloading it. Technical support provided assistance and the study successfully downloaded. Additionally, the reporter stated that the patient had a colonoscopy, upper endoscopy, and then the pillcam capsule placed endoscopically under the same anesthesia using propofol. Approximately 30 minutes after the procedure, the patient coded. The staff could not get the patient¿s blood pressure up; the patient¿s saturations dropped and then the patient went into ventricular tachycardia (v-tach), triggering the code. The pillcam equipment was removed from the patient. The patient has a significant history for heart related issues (cad), previous open heart surgeries. The patient did not have a pacemaker and the anesthesiologist had alerted the staff about the high risk before the triple procedure. There were no problems during the procedure- it was post-procedure issue that had to do with cardiac problems. The patient is currently intubated and in the intensive care unit (ICU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.